Event description:
In the course of a laparoscopic cholecystectomy procedure, a popping noise was heard and a spark was reportedly seen on the video monitor. The connector of the high frequency connecting cable (monopolar) broke off at the end where the forceps attaches. Another hf cable was connected and the case was completed. No pt problems were reported.